Manufacturer narrative:
Method: actual device not evaluated. Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. No information was provided to edwards lifesciences regarding the device serial number. Events will continue to be reviewed and trends are monitored on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information that five (5) years, five (5) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to valve degeneration leading to severe stenosis with a mean gradient = 23mmhg. A 29mm transcatheter valve was implanted via transapical approach with a good outcome.